Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in device inner surface, void >1 mm in non-textured valve-to shell-bond area and one linear opening. A microscopic analysis and leak test were performed which identified two openings crease smooth and one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings crease smooth in the side posterior assessed as fold flaw opening and one opening striated in the side posterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.